Event description:
The manufacturer received information alleging an alarm occurred. There was no harm or injury reported. Philips sales rep evaluated the device and confirmed that a rebreathing detected alarm was occurring. A replacement unit was provided to the customer. The replaced ventilator was returned to the manufacturer's service center for evaluation and during the evaluation of the device, multiple error codes were found in the ventilator's downloaded error log which indicated the occurrences of rebreathing detected alarms. The device failed testing and it was determined that replacement of the flow sensor was required. The device's flow sensor was replaced to address the issue. Additionally, the motor blower assembly was also replaced, which was not related to the malfunction/issue.